Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips and control solution for eval, but has not yet rec'd them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2008, the lay-user/rptr contacted lifescan alleging that a one touch ultra meter had an "apply sample" issue. It is not clear as to when the alleged meter issue started. Although the one touch customer advocate (otca) documented that the alleged issue started on the same day, it is also noted that the pt was unable to test for 2 days. As a result of the reported issue, the pt administered self-care by taking his usual dose of diabetes medication. The pt took 10 units of humolog insulin. On an unk date/time after the reported meter issue began, the pt developed unspecified symptoms of "low blood sugar." The pt did not receive medical intervention from a health care provider and was not tested on another device during the time of concern. It would have been helpful to know the following info: why the pt was unable to test for 2 days, his testing frequency, his diabetes mgmt regimen, what symptoms the pt had, and what date/time the symptoms developed. In addition, it would have been helpful to know what actions the pt took before and after the symptoms developed. The reported meter issue was not resolved with training. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the rptr claimed that the pt developed symptoms of hypoglycemia after the alleged meter issue began. It is not known what specific symptoms the pt developed.